Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the outer insulation breached, and the large amount of blood ingress on proximal conductor. Due to the length of implant and the amount of blood on proximal conductor leads us to conclude that the outer insulation breach due to being extrinsically cut, happened during implant procedure, and it is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and dropped in r-wave measurements. Reprogramming the lead resulted in intermittent capture. Ultimately, the lead was explanted and replaced. No patient complications have been reported as a result of this event.